Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that station was not syncing to server. A technical support specialist (tss) dialed into the station and identified a datasync change tracking mismatch error, where the station's upload version was below the minimum valid version, preventing message transmission to the server. Manual recovery steps from knowledge article, manual recovery required - datasyncinvaliduploadchangetrackingvalue were applied, followed by a reboot, which restored data sync functionality. The issue was resolved, and the customer was notified to confirm that reports were updating correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station was not sending messages to the es server. The customer reported that messages related to refills, inventory, and reports were not crossing over to the server. They confirmed that all patients were visible on the station and that the station appeared to be communicating properly. The issue was identified that morning while processing outdated medications that needed to be returned to the cii safe. Upon reviewing the cii safe comparison report, the station was not displaying the outdated medications. However, there were no delays or adverse events or injuries reported based on this event.